Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow button was requiring multiple presses to activate the desired function. The reporter confirmed that the keypad was not ripped, torn, or peeling. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the down arrow response issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: there was no damage noted to the keypad. The keypad buttons were tested and the contrast button was found to be intermittently responsive to button presses. The keypad was removed and the contamination was observed under the contacts. Unrelated to the complaint, the display screen was observed to be dim and discolored. Also unrelated to the complaint, battery compartment was observed to be cracked and moisture was observed in the compartment and on the battery cap; a test cap had to be used to complete testing.